Event description:
Nurse reported that they had 4 instances of redness, one of which resulted in a blister. They cannot confirm that it was caused by arizant products. It was also reported that one event may have occurred when arizant products were not being used. No additional confirmation is forthcoming, so this report is filed with the information currently available.